Event description:
The clinician reports the implant was inserted (B)(6) 2023, in ada 11. On (B)(6) 2023, loss of osseointegration was verified. Patient presented with fair oral hygiene and bruxism. The device was forwarded to the manufacturer. At the event the patient experienced: pain, mobility, bleeding and increased sensitivity. No further patient complications were reported.